Event description:
The patient was implanted with a left ventricular assist device. Approximately 2 years post-implant, the patient was admitted to the hospital due to intermittent red heart alarms while supported on the power module. The alarm did not occur while supported by batteries. X-rays revealed damage of the intracorporeal part of the percutaneous lead near the pump housing. A decision was made to exchange the pump. During the pump exchange, a fracture of the pump end bend relief was confirmed. The implanting surgeon mentioned that since the initial implant in (B)(6) 2010, the patient gained approximately 17 kg, which may have contributed to the pump being pushed up and out of the pump pocket, resulting in stress on the pump end bend relief.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.